Event description:
It was reported that during a proximal tibial plate insertion on (B)(6) 2015 the surgeon noticed that the aiming arm did not line up with the standard tibial plateau incision. The surgeon reported that the interface between the plate and insertion handle did not allow the aiming arm to line up properly with the incision and could potentially require the surgeon to make a larger incision than originally planned. In this surgery, the surgeon opted not to make a larger incision and he was able to maneuver the instruments enough to allow the screws to successfully be inserted with no surgical delay. There was no visible damage or defect noted in any of instrumentation or implants; the surgeon felt it was more related to product design of the instrumentation. The patient status/outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.